Event description:
It was reported the liner could not be implanted into the cup properly and was noted to be slightly loose. A new liner was opened and successfully mated. There were no impacts to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00875304801 lot# 66483657 48mm o.d. Size gg porous uncemented with cluster holes shell use with gg liners. G2: foreign - event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.